Manufacturer narrative:
The device is not expected to be returned.

Event description:
The customer reported that a primary plum set was leaking halfway through infusion (1 hour) of paclitaxel but the line had been in use for approximately 1.5 hours at the time of leakage. The default pressure set on the pump is 310 mmhg and no alarm occurred on the pump in relation to the leak. There was patient involvement but no adverse event, no medical intervention and no delay in critical therapy.